Manufacturer narrative:
Device use was inspected and evaluated by a philips clinical specialist and institutional respiratory therapy team with no fault or failure to perform to manufacturer declared specifications noted. After further in-servicing and best practices training was provided by the clinical specialist, no further occurrences had occurred. Based upon the information provided by the institutional respiratory therapist, the device was found to be functioning at full capacity with no failure or malfunction noted. The device has subsequently been released for full clinical use. Based upon the information provided, no fault or failure to perform to manufacturer declared specifications noted. The device was in clinical use at the time of the event providing therapy to the patient. Unintentional use error of misplacement of the high flow nasal cannula is noted by the institution to have generated the 122d and 122e alarm messages. The device performed as expected in the event of an occlusive state during hft being detected. As per the v60 ventilator user guide: ventilator code 122d (cannot reach target flow) displays when hft (high flow therapy) is active and indicates that flow target is not achieved. The device was in clinical and therapeutic use at the time of the event. Corrective actions are to check the patient. Check that the nasal cannula size is appropriate for the flow setting. Check that an occlusive interface is not in use (a cannula fully sealed within the nares, an niv mask or direct connection to an ett/trach). Check for an occlusion, kink or liquid in the patient circuit.

Event description:
The customer reported that during therapeutic application of high flow therapy (hft) via the v60 ventilator, the device exhibited alarm messages 122d (cannot reach target flow) and 122e (patient circuit occluded) during exchange of the non-philips heated humidifier auto-feed water bag. During the event in question, the patient saturation of peripheral oxygenation (spo2) was noted to have decreased to approximately 70%. Device settings and configuration have not currently been provided. Upon adjustment of the patient high flow nasal cannula, the alarm conditions had been corrected and the decrease of spo2 was noted to have been resolved. No further harm or injury has been noted by the customer.